Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was low flow and suction alarm. The impella was removed. No patient harm was reported.

Manufacturer narrative:
The investigation of low pump flow has been completed the data logs confirmed low flow after pump started and remained to the rest of the case. No motor current spikes were observed without any p-level changes. Biomaterial was observed on the pump, removed and sent in for analysis. Visual inspection confirmed that was biomaterial. No other issue was found on the rest of the pump. The root cause of low flow was most likely due to biomaterial ingestion. G1 reporting contact address and country were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27217. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-27217. H6 type of investigation code 4114 was erroneously entered on the initial manufacturer device report number 1220648-2025-27217.